Manufacturer narrative:
Anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, it was determined that the device was used in accordance with the direction for use. It cannot be confirmed if the coil contributed to the as reported as there is no information in the data provided that indicates or suggests the event was device related. However, the possibility of requiring multiple embolization procedures to achieve the desired occlusion of some aneurysms or vessels is a known risks listed in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
The patient underwent successful coil embolization of the right posterior communicating artery aneurysm that resulted in partial occlusion of the aneurysm. No technical complications were reported associated with the procedure. Immediately after treatment the subject was stable. The patient was discharged nine days post the index procedure in improved condition and with good recovery. It was reported that approximately 60 days post embolization; the patient underwent a second procedure to treat the reoccurrence of the aneurysm that resulted in complete occlusion. The patient was discharged (unknown date) in stable condition and with good recovery. An angiography performed approximately 60 days post reintervention, demonstrated complete occlusion of the aneurysm. No additional information was available.